Event description:
On (B)(6) 2007, this pt was implanted with gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B)(6), 2010, a CT scan revealed that the aneurysm had increased almost 1 cm. An unk endoleak was identified. An angiogram taken on an unk date, revealed a distal type iii endoleak. On (B)(6) 2010, a reintervention took place to reline the device. The type iii endoleak resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.